Manufacturer narrative:
D10: concomitants: (B)(6) 320-06-38 - glenosphere 38mm (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-06-38 - glenosphere 38mm (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-38-13 - 145-deg pe 38mm const hum liner +2.5 (B)(6) 321-20-00 - equinoxe reverse shoulder drill kit (B)(6) 320-10-00 -equinoxe reverse tray adapter plate tray +0 (B)(6) 320-15-01 - eq rev glenoid plate. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a 68 yo male patient, who had a left shoulder implanted, underwent a procedure. It appeared the humeral liner was dissociated from the humeral plate. The surgeon believed that the poly had been dissociated for quite some time per the x-rays. The patient had significant metallosis throughout the joint. Both the humeral stem and glenoid baseplate were loose. They were removed and an antibiotic spacer was implanted. Patient will be revised at a later date with a custom glenoid. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are not available for return due to hospital policy. Device images were provided. No further information. This is 1 of 5 reports for this event. This is the 2nd of 2 events for this patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, h6. MDR section codes updated/corrected: b, c, d, g. The revision reported was likely the result of disassembly between the humeral liner and humeral tray leading to subsequent metal-on-metal articulation between unintended components. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. However, the reported loosening of the glenoid baseplate and humeral stem and observed metallosis in the joint cannot be confirmed based on the provided information. Potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the disassembly of the humeral liner cannot be confirmed from the reported information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.